Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci regional sales manager that a female patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained distally at the superficial femoral artery using the antegrade technique. Peri-procedure, the patient was anti-coagulated with heparin. A pre-procedure femoral angiogram showed the vessel size to be 6mm. Following the procedure, the physician was anti-coagulated with heparin. A pre-procedure femoral angiogram showed the vessel size to be 6mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the physician shuttled down to the hard stop, then withdrew the sheath from the tissue tract and part of the sealant was noticed to be present at the distal tip of the sheath/shuttle. The deployment was completed successfully. Hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.